Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a trial implant procedure on (B)(6) 2020, a cerebrospinal fluid leakage occurred. A blood patch was performed on (B)(6) 2020 to resolve the issue and the trial case was abandoned. There were no complications during the procedure.